Event description:
Reference number (B)(4). Event occurred in the united arab emirates. It was reported that the patient faced adhesive issue event on (B)(6) 2026. The patient reported infusion set tape did not stick upon insertion. Customer reports set has been in use for: 2 days. No further information available.